Manufacturer narrative:
Results, conclusions: dissection. (B)(4).

Event description:
Two endeavor sprint drug eluting stents were implanted during the index procedure in the rca vessel. An angiographic complication of dissection occurred on the day on the index procedure.